Manufacturer narrative:
One tapered screw-vent implant (tsvwb10) was not returned for investigation. Therefore, visual evaluation could not be performed. The investigation was performed using applicable instructions for use and risk files. Functional testing and dimensional analysis could not be performed since the implant was not returned. No pre-existing conditions were noted on the per. The reported device had been placed on tooth # 19 (unknown notation system) for approximately 1 ½ year. X-ray or picture images were not provided. Appropriate documentation was reviewed. Documents reviewed: DHR review for the lot (63898387) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the lot (63898387) for similar event and no other complaint about nonconforming products was identified. Based on the available information, device malfunction and the reported event could not be verified as the product was not returned. The following sections have been updated: g7: checked "follow-up". H3: changed "yes" to "no".

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient's weight unknown / not provided. PMA/ 510k: k011028, k013227. Device not returned.

Event description:
It was reported that restored implant bothered patient's tongue, could not tolerate, insisted on removal. Implant at tooth site # 19 was removed. As a result of this event, no injury to the patient reported. Symptoms as a result of the event: none reported.